Manufacturer narrative:
D11: concomitant devices= 0 .014 viper wire and 2.0 solid crown atherectomy catheter from csi. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 21oct2019. The patient presented with pain while walking. Access was obtained in the right groin for a contralateral approach over a steep bifurcation to treat a mid-to-distal superficial femoral artery. Another manufacturer's 0.014 inch wire guide and another manufacturer's atherectomy device were used during the procedure, and heparin was administered throughout the procedure. The device was reportedly advanced to 45 centimeters. Upon removal of the device, with the atherectomy device and wire guide still in the sheath, it became stuck at the bifurcation. The dilator was not reinserted prior to removal. The distal tip of the device separated.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Initial report: it was reported, during a left leg angiogram/atherectomy/pta intervention procedure on a 65-year-old female patient, the flexor ansel guiding sheath separated. Reportedly, another manufacturer's atherectomy device got stuck inside the flexor sheath at the bifurcation when the physician first attempted to remove the it. Consequently, the physician attempted to remove both the sheath and the other manufacturer's device at the same time. He was "pulling hard to remove the sheath" when the sheath separated, leaving the distal segment inside the patient at the bifurcation. The dilator was not reinserted prior to removal. As the physician was unable to retrieve the segment portion, the patient was transferred to surgery for removal. Investigation ¿ evaluation: reviews of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturer¿s instructions, quality control procedures, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device history record shows no nonconforming events which could contribute to this failure mode. A system search of complaints identified one other complaint for this lot for separation (patient identifier (B)(6)). Although this complaint is possibly related to the reported failure mode, it was reported by the physician that the issue was directly related to patient anatomy and not attributable to the device. Furthermore, reviews of the manufacturer¿s instructions, drawing, specifications, and quality control procedures were conducted, and no gaps were discovered. Based on available evidence, the device was manufactured to specification. An IFU is also provided with the device, which states that if resistance is encountered during sheath advancement, ¿assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal¿. The IFU goes on to note that reinsertion of the dilator prior to removal of the sheath ¿increases the strength of the sheath and lessens the risk of device separation¿ and suggests insertion of the dilator prior to removal if resistance is encountered or anticipated during withdrawal of the device. A previously closed CAPA determined that forced advancement through restrictive anatomies and failure to reinsert the dilator prior to device removal are both primary contributing factors to sheath separations. Based on the information provided and no product returned, investigation has concluded that it is likely that procedural techniques and patient anatomy played a role in this failure. Reportedly, the physician was "pulling hard" to remove the sheath, and the dilator was not reinserted prior to attempted removal of the device. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) number: pre-amendment . Unknown if the device will be returned. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a left leg angiogram/atherectomy/pta intervention procedure on a (B)(6) female patient, the flexor ansel guiding sheath separated. Reportedly, another manufacturer's device got stuck inside the flexor sheath at the bifurcation when the physician first attempted to remove the it. Consequently, the physician attempted to remove both the sheath and the other manufacturer's device at the same time. He was "pulling hard to remove the sheath" when the sheath separated, leaving the distal segment inside the patient at the bifurcation. As the physician was unable to retrieve the segment portion, the patient was transferred to surgery for removal. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time.